Event description:
It was reported that during induction testing at a follow-up visit, low impedance was observed during delivery of a shock. The lead was capped and replaced due to a possible lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.